Manufacturer narrative:
Product has been returned and evaluated as of the date of this investigation. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / pcb, other/defective

Event description:
The dealer states that the end user put a new battery in and the battery did not work. The dealer states that the new battery was exchanged and when the unit was powered on, the device smoked.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.

Event description:
The dealer states that the end user put a new battery in and the battery did not work. The dealer states that the new battery was exchanged and when the unit was powered on, the device smoked.